Event description:
Report received of a nondelivery. The pump was returned to the biomedical department with an unsigned note that stated,"device motor was not turning and not delivering the medication." The pump was programmed to deliver an unspecified antibiotic over a duration of 48 hours. Though requested, the customer declined to provide additional information.